Event description:
The lay user/patient in (B)(4) contacted lifescan to report he was unable to set the date/time setting correctly on the one touch veriopro meter. The issue was not resolved with troubleshooting. The patient suffered no injury due to this issue.

Manufacturer narrative:
The 510k # is k093745.